Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital of (B)(6) university school of medicine. Device evaluated by MFR: only the main coil was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm, primary coil and zap tip section, moreover, the arm coil was detached. The functional could not be performed due to only the main coil was returned. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16feb2025. It was reported that the coil could not be pushed out due to obvious resistance and was stretched after withdrawal. A 12mm x 40cm interlock-35 coil was selected for embolization of splenic aneurysm. During the procedure, a non-boston scientific catheter was used to reach the lesion. However, when the coil was used for the first push, the position was not satisfactory. After withdrawal, there was obvious resistance during re-delivery, and it could not be pushed out of the angiography catheter. After the withdrawal of the coil, it was found that the coil had been stretched. The procedure was completed with another of the same device. The patient's condition following the procedure was stable. However, device analysis revealed that the arm coil was detached.